Event description:
The following was reported to philips healthcare regarding the heartstart mrx battery: "there is a cross on the battery and the alarm is activated." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.